Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed that the terminal pin of the lead was separated from the terminal ring. This damage is consistent with an inadequate bond between the medical adhesive on the insulation and the terminal ring. Additionally, the conductor coils were noted to be slightly stretched between the terminal pin and terminal ring.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a pocket revision, as the physician pulled the device out of the pocket, the lead pin of the right atrial (ra) lead pulled away from the lead. The ra lead separated between the ring and the distal pin. The physician was able to take out the remainder of the pin that was left in the header, then extracted the rest of the lead out without further incident. The lead was replaced with a new ra lead. No additional adverse patient effects were reported.